Manufacturer narrative:
As of this report, the device is still in service. Should additional information become available to our company, this report will be updated.

Manufacturer narrative:
One month later, the device was explanted and replaced.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) displayed a battery status of elective replacement indicator (eri). The monitoring voltage was 2.57 and the charge time was 23.8 seconds. The device is scheduled for replacement. No adverse patient effects were reported. This device is included in the mid-life display of replacement indicators advisory population.